Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the stem was in vivo for approx 14 months prior to revision. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history was not provided. The pt was described as an (B)(6) female, (B)(6), and with a medium activity level. The reporter stated that the stem was undersized and in varus position. Although there are possible explanations for the thigh pain, it cannot be definitively determined that these were the root cause. A root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the stem being undersized and in a varus position which was causing pain.